Event description:
It was reported that at the time of the introduction of the introducer, the patient reported pain in the arm. Removal and visual examination of the introducer revealed the presence of a notch on the gray part. Use of a new introducer without reproduction of the defect.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, complaint and lot history review, applicable previous investigation(s), sample analysis, applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a damaged introducer sheath was confirmed but the exact cause was unknown. The product returned for evaluation was a 4.5fr ptfe microintroducer dilator/sheath. The sample was returned with the dilator inlaid within the sheath and the dilator tip was slightly bent. Further evaluation also confirmed the presence of a crumpled region of sheath at the distal edge of the sheath. Microscopic examination of that sheath showed that the damage region contained two points of apparent contact and evidence that a force had been applied to pull that region of sheath towards the proximal end. Further examination of the sheath/dilator region found that the transition between the two components appeared to be normally formed and unremarkable. Insufficient evidence was observed to confirm the exact nature of the damage seen but possible causes could be an insertion angle which was too great or failure to twist the introducer set upon advancement into the insertion site in conjunction with the edge of the sheath being caught on hard fascia or tissue.

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of reey0313 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that at the time of the introduction of the introducer, the patient reported pain in the arm. Removal and visual examination of the introducer revealed the presence of a notch on the gray part. Use of a new introducer without reproduction of the defect.